Event description:
The customer reported intermittent stator not on error messages. This error caused the system to shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is not report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.